Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was receiving the "replace generator soon" message. Troubleshooting revealed that the ipg was <2.73v. Surgical intervention is anticipated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.